Event description:
It was reported that during a two week post operative visit following an adenoidectomy procedure the surgeon noticed that the turbinates showed more thermal lesion than expected. The surgeon was concerned that there may have been greater cell death than is normal after this particular procedure. There were no other pt complications reported as a result of this event.